Manufacturer narrative:
A unknown biomet screw and a 3i t3® non-platform switched parallel walled implant 4 x 10mm (boss410) were returned for investigation, see attached image a1 in the complaint. Visual inspection of the as returned product identified the screw inside implant which are both stuck inside a trephine removal tool. The condition of the screw is unknown. Pre-existing condition noted on the per is diabetes. The reported device was located on tooth # 18 and was used for approximately 5 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2018050712). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2018050712) for similar event and no other complaint was identified. A complaint history review by item number was conducted for the (unknown biomet screw) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw in tooth site #18 fractured and was unable to be retrieved, so the implant was removed. They were unable to remove the implant from the trephine so it also was sent back. Symptoms as a result of the event: inflammation.